Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was transferred to another hospital where follow-up was performed. High thresholds, no capture and the patient felt nerve phrenic stimulation was noted. The physician will decide what to do in the next days. The patient condition was stable and the patient was recovering. It was later noted that no decision has been made, lead remains implanted.